Event description:
It was reported that the patient experienced inflation issued with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new system was implanted. The patient did not experience any adverse events and did not require further intervention following the procedure.